Event description:
Underdelivery reported: the device underdelivered during routine preventative maintenance testing by the user facility biomedical engineer. It was reported that channel a underdelivered. The pump was taken out of clinical service for routine scheduled testing. There was no additional info available.